Event description:
It was reported patient's cervical ipg protruded through the skin. The ipg was explanted and replaced, restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received the cause of the reported incident could not be conclusively determined.